Manufacturer narrative:
Implant removed easily, no pus evident, polyethylene fibers had disintegrated. Accounted for sheath and two end plates, but no core was found. Surgeon sent multiple samples for histology and mcs.

Event description:
Information provided states that patient had neck and radicular arm pain. Surgeon removed m6-c implant and replaced with acdf.

Manufacturer narrative:
The provided information indicated that the device was not intact at the time of revision. Inspection of the sheath showed cleaving with jagged and crushed edges, abrasive damage, and missing material. The device was appropriately sized and placed. Evidence of bony changes were present as well as an osteolytic cyst. Subsequent lateral images showed that the endplates had translated with respect to each other and that the disc replacement was unstable and had lost height. The explant lab notes that a fusion was present directly superior to the level of the disc replacement, prior to the implantation of the disc replacement. The device showed clear evidence of in vivo mechanical failure. The device had collapsed, the sheath had cleaved, the endplates were no longer attached to each other, the bulk of the fiber construct and the core were not found during surgery. Furthermore, there was evidence of abrasive contact between the endplates. The build lhr for ln 4039 sn (B)(6) was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with the lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications.